Event description:
Medsun mandatory and voluntary report form (B)(4) received, reporting: ¿patient came to cath lab for a right lower extremity runoff and angiogram/angioplasty/atherectomy. Procedure proceeded with angiogram right superficial femoral artery (sfa), then an emboshield protection device was placed in sfa and a diamondback atherectomy device was placed in the sfa. Atherectomy and angioplasty were performed. A wire was then inserted to retrieve the emboshield. Doctor noted a very large amount of calcium in the proximal sfa beyond the emboshield. Doctor then left the emboshield in and called the surgeons for assistance. Patient was taken to operating room (or) for surgical retrieval of the calcium and emboshield. Amount of calcium debris caught was unpredicted.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported and the product was not returned for analysis. It should be noted that emboshield nav6 embolic protection system electronic instruction for use (IFU) states: the emboshield nav6 device can only be used with the barewire¿ filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. In this case, the reported IFU violation of not using a barewire that is compatible with the emboshield nav device or a guidewire (gw) that does not have a stop to prevent the filter from coming off the gw does appear to have caused or contributed to the reported retraction issues, entrapment of the device in the vessel and subsequent surgical intervention. Although there was limited information provided by the account, the investigation determined the reported difficulties and removal of foreign body by surgical intervention appear to be related to user error. Based on the reported information, it appears a compatible barewire was not used with the embolic protection system resulting in the entrapment of the filter and retraction issued. The filter had a heavy load of calcium and was unable to be retrieved. Patient was then taken to operating room (or) for surgical retrieval of the calcium and emboshield. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.